Manufacturer narrative:
On 04/14/2021, the distributor confirmed that the affected sets will not be returned for investigation. The reported issue could not be confirmed.

Event description:
On 04/13/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 04/13/2021 and stated that "an administration set model bg-70071-df-tp lot 20086809 tube was leaking near the drip chamber". A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is becton, dickinson and company.